Event description:
Reporter alleged that he became disoriented, tried testing, spilled soda on the advantage system, and it would not turn on. Reporter stated the paramedics were called and they treated him with soda and glucose gel. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.